Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found tip pickup position calibration was slightly off. Fse replaced worn tip clamps, realigned and re-calibrated x-arm, and ran routine tests and user assay check. The customer did not inform cts rep if the plate involved in the incident was re-pipetted but did state no erroneous results or health hazards were reported. The instrument was tested without further problem and was returned to expected operation.